Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the issue. Customer's blood glucose (bg) was over 400 mg/dl. A manual injection was administered to address bg. Reportedly, the cartridges were in use for more than 2 days. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued using the pump and had manual injections as alternate insulin therapy.